Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed atrial lead exhibited low impedance and noise. No intervention or patient symptoms were reported.